Manufacturer narrative:
(B)(4). Device is not returning. Device was discarded. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. A failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the external iliac artery using a cross-over technique with a 6 fr non-abbott introducer sheath the 9 x 80 mm absolute pro stent was positioned at the lesion and deployment started. It was noted that a slight resistance was met at the thumbwheel; the stent did not deploy. The self-expanding stent system (sess) was attempted to be removed, however, resistance was met and the undeployed stent was released from the device at the target lesion. The sess was removed from the anatomy without issue. Outside the anatomy it was noted that the sess orange outer sheath had become detached; the stent implant remained contained in the detached sheath at the target lesion. A 8 x 80 mm absolute pro stent was used to crush the 9x80mm sheath and stent to the vessel wall. Blood flow was noted as good and the patient in good condition. There was no reported clinically significant delay and no medication was given as treatment due to this event. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.